Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. Customer treated with injections for high blood glucose value. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The customer stated that the auto mode feature was not active. Customer stated infusion set cannula was bent. The insulin pump will not be returned for analysis.